Event description:
It was reported that the customer had issues with the infusion set and reservoir. His blood glucose level is usually around 200 mg/dl. The customer reported that at first insulin did not exit the infusion set but then too much insulin was delivered during priming. The customer noticed a kink in the tubing. When he changed the infusion set, insulin did not exit and the insulin pump alarmed no delivery. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications.